Manufacturer narrative:
Second lead information: product description: evoke cap12 percutaneous lead kit - 90cm. Model #: 102879. Catalog#: 3009. Serial/lot #: (B)(6).

Event description:
Approximately one week following removal of the evoke spinal cord stimulation (scs) system's trial leads, the patient was evaluated for pain and infection, and subsequently underwent a laminectomy.